Event description:
It was reported that following the implantation of the preloaded multifocal intraocular lens (iol) in the right eye, the patient experienced issues with near vision and difficulties with night driving due to halos. The lens was subsequently removed during a secondary surgery and replaced with a non-johnson & johnson iol with the same diopter. Pre-existing retinal scars in the right eye were noted, which may have influenced the lens calculation. It was noted that the patient's best spectacle-corrected visual acuity (bscva) had improved from 20/25 -1 pre-operatively (with the originally implanted lens) to 20/20 j3 postoperatively. The intended target refraction was -0.04 for the originally implanted lens. The patient has fully recovered, and no unplanned complications, such as incision enlargement, sutures, medical attention (outside standard of care) or vitrectomy, were reported. The product is not available for return. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 (appropriate term / code not available) is to capture the pre-existing condition of retinal tears. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 13, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing that the lens was scratched and had edge damage. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.